Event description:
It was reported that the patient experienced withdrawal symptoms on (B)(6) 2011; the patient was admitted to the hospital. The patient was hospitalized for "anywhere from 4-7 days." The patient was sent home "with oral medication but patient continued to go into withdrawal." The patient was "in and out of the hospital for 1 ½ months" until seen by the health care provider. Rugs delivered via the device were fentanyl, hydromorphone, clonidine, bupivacaine and baclofen.

Manufacturer narrative:
Patient programmer model/serial #: unk; catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk.

Manufacturer narrative:
(B)(4).